Manufacturer narrative:
After further testing, physio-control was still unable to duplicate the reported issue.  As a precaution, physio replaced the main keypad assembly as well as the biphasic module pcb assembly.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would not charge, in order to shock, when prompted. There was no patient use associated with the reported event.